Event description:
It was reported to distributor, by a dsi facility, (B)(4), per facility they were transporting a resident from bed to chair, while the resident was in mid air, the scale detached from the cradle and the resident fell. There were two c.n.a.'s present and were able to catch the resident in the air before she hit the ground so, no injuries were reported. Facility sent pictures of the failed component part. RMA #84004105 has been issued to get cradles and scales back for evaluation. (B)(4). In addition the manufacturer of the scale has been notified. Ims scale recall number is as follows: z-0921-2007. This is being reported under malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.0/803.5. During the distributor investigation of this complaint, it was discovered that the dealer had not notified their customer of said recall, even though manufacturer notified dealer and requested them to do their put within the recall process, this did not happen.